Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2024-02191.

Event description:
Per the clinic, the device was explanted (specific date not reported), due to an infection (site of infection not confirmed) and migration of the implant. Reimplantation is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.